Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated with an unspecified balloon and then a 3.00x32mm taxus liberte stent was advanced to the lad but was unable to cross the lesion. The device was removed from the patient and it was noticed that the edge of the stent was lifted. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as 'good'.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated with an unspecified balloon and then a 3.00x32mm taxus liberte stent was advanced to the lad but was unable to cross the lesion. The device was removed from the patient and it was noticed that the edge of the stent was lifted. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. Proximal stent struts on rows 1 to 3 were raised distally. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Solidified blood was present within the inflation lumen, indicating the device was used in vivo. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)